Manufacturer narrative:
The customer noticed the sample arm moved a lot when the system is in standby. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys total psa immunoassay results for qc material and for one patient sample from the cobas 6000 e 601 module. The initial result was 62 ng/ml and the repeat result was 38 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date was requested but was not provided.

Manufacturer narrative:
Calibration was acceptable prior to event. Based on the available information a root cause determination was not possible. The cause of the event could not be determined.